Event description:
It was reported that the implantable neurostimulator did not last as long as the patient had anticipated. Premature battery depletion was suspected. Additional information has been requested, but was not available as of the date of ths report. Refer to report #3004209178200903054.